Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: perform a femoral angiogram to verify the location of the puncture site. Incorrect anatomy - per instructions for use: do not use the device if the puncture site is located in the superficial femoral artery or the profunda femoris artery. Perform a femoral angiogram to verify the location of the puncture site. Concomitant medical products: dilatation catheter: nse 5mm, ultraverse 3mm, guide wire: chevalier, naveed, sheath: 6f destination, heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right superficial femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Femoral angiogram was not performed. Reportedly, after the suture was harvested and cut, the proglide device could not be removed from the artery. The proglide device was unable to be "push and pull" at all when attempting to remove until the skin line after the foot was retracted to the original position. The "loop section" of the exposed suture was cut and the proglide device was able to be removed from the artery. It was suspected that the foot was exposed and the suture became entangled, but not sure. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to remove the device could not be replicated in a testing environment as it was based on procedure circumstance. The reported foot retraction problem and difficult to remove the device appears to be related to interaction with the patient tissue. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.